Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a tonsillectomy and adenoidectomy procedure, the patient had a burned tissue from both sides of the mouth/lips. The burn was treated with surgical repair. Injury was discovered at the conclusion of the case when all devices and retractors were removed from patient. Cause of injury was unknown at this time. No further information available.